Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, after embolizing a 15mm aneurysm and re-positioning the lantern in the proximal artery, the lantern was flushed before advancing a pod coil. It was reported that while advancing this pod coil out of the introducer sheath and into lantern, resistance was encountered just after advancing the coil into the lantern. Therefore, the lantern and the pod coil were removed together and the pod coil was removed from the procedure. It was noted that no physical damage to the pod coil was found upon removal from the lantern. The procedure was completed using another pod coil, twenty-three pc400s, and one non-penumbra coil using the same lantern. There was no report of an adverse effect to the patient.